Manufacturer narrative:
Manufacturer's investigation conclusion: the complaint was reviewed for hhe 2019-036 and an analysis with regard to CAPA 120791 was requested. The centrimag motor was not returned for analysis; however, the associated console and flow probe were returned for analysis for an unknown reason. The log file was downloaded from the returned console for review. A review of the downloaded log file showed events spanning approximately days (08apr19 ¿ 01may19 per time stamp). The console was operating a motor at ~1800 rpm with a flow ~1.9 lpm. On 08apr19 and 09apr19, the sub fault ¿sf_ifd_ flow_below_min¿ activated, triggering the alarm ¿flow below minimum: f3¿. The alarm was able to be muted and cleared shortly after activating. There were no other notable alarms active in the log file. The root cause for the return of the products was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved. Serial number was not provided; it will be included in a follow-up report. Age of device will be included in a follow-up report the device has not been returned for analysis. Similar reports has been investigated and the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott will perform a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The investigation will be submitted as a follow-up once it is complete.

Event description:
This event was previously not reported due to the loaner equipment cmag console and flow probe were returned for an unspecified reason. Abbott made the decision on (B)(6) 2019 to initiate a voluntary recall, therefore, this event is being upgraded to reportable.